Event description:
It was reported that while the pt was in a court house, on the opposite side of the wall a person was drilling in concrete. The pt experienced a shock/jolt from the device. The pt immediately shut the device off. It was also reported that the pt's computer will turn off the device and the device will turn off the computer. It was also noted that the device would change patient's car radio from fm to am. No pt treatment or outcome was reported. Additional information has been requested, but was not available, as of the date of this report.